Event description:
The artery was accessed using the seldinger technique the micropuncture sheath was advanced, on repositioning, the sheath failed and separated from the hub. A small cut down was required to retrieve the loose portion of the sheath.